Event description:
Medical affairs called pt's home. No one at the house had any info about the incident. The pt was not available and could not call back. A nurse called on behalf of the pt from a local clinic alleging the 'time' was flashing on the meter. After setting the year on the meter, the meter would not continue setting the date. Customer svc had the pt insert a test strip into the meter which resulted in a error 1 message. The nurse mentioned the pt had to go to the health ctr due to the meter not working. The nurse also mentioned that pt was out of their medications for the last 10 days. At the clinic on another meter the pt's blood sugar result was high. No info on what the reading was or if pt was treated at the clinic. No info if pt tried to test prior to going to the clinic. Customer svc is unable to resolve the issue and sent pt a new meter. Based on the info provided, this case is being reported as a malfunction, since the error1 message was not resolved.